Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Should additional information be obtained, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4)/

Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm on the home choice (hc) machine during initial drain. The hp stated there was air in the patient line. The hp further stated he primed the lines twice because he forgot to open the patient line clamp. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The hp confirmed to start over with new supplies. There was no injury or medical intervention reported.